Event description:
Complainant alleged that during a routine shift check by a clinician, the device started to charge when decreasing energy from 200j to 100j. Also, the device toggled between sync mode and defib mode when decrease energy is selected. Complainant indicated that there was no pt involvement in the reported malfunction.